Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported by the patient that the trach tube was faulty. The trach tube was found to have the silicone on the shaft broken and the coil wire exposed under it. Patient required the trach change due to mucous plug. The trach was changed and was in process of being returned. There was patient involvement and no harm.